Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b7, e1, g3, g6, h2.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: ep-200152 act artic e1 hip brg 28x46mm, 65690423. G2:foreign:chile. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised two months post implantation due to dislocation. During the revision, the bearing was found in the soft tissue of the joint. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. Proposed code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent head and bearing exchange. Following findings were noted; irreducible dislocation, decoupling of components dual mobility. Extraction of poly, mdm cap in soft tissues. Metallic liner is seen unscathed, stable acetabular and femoral components. New head and liner placed, stable and capsule closed. No other contributing factors were noted. Radiographs provided confirms disassociation of head from bearing. A definitive root cause cannot be determined. Based on the medical record review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.